Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dermatitis allergic ("rash/skin condition"), fatigue ("fatigue"), psychological trauma ("psych injury"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary disorders"), vaginal discharge ("vaginal discharge") and nervous system disorder ("neuro condit/problem") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved and the female sexual dysfunction, dermatitis allergic, fatigue, psychological trauma, cystitis, bladder disorder, urinary tract disorder, vaginal discharge, hormone level abnormal and nervous system disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, fatigue, female sexual dysfunction, hormone level abnormal, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: received treatment for allergy nos, psychological trauma, bladder infection, bladder problems, urinary problems, vaginal discharge, hormonal imbalance, neurological disorder and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case became incident, event injury nos removed, new events (dysmenorrhea, apareunia,, pelvic pain female, abdominal pain, allergic rash, psychological trauma, bladder infection, bladder problems, urinary problems, vaginal discharge, fatigue, neurological disorder and hormonal imbalance) updated, insertion date of essure, reporter detail and date of birth of patient updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced migraine ("migraines / headaches"), 4 days after insertion of essure. On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced sciatica ("neurological conditions or problems type: sciatica"). On (B)(6) 2016, the patient experienced anxiety ("anxiety"), irritability ("irritable"), mood swings ("emotion swings\mood swings"), memory impairment ("forgetful") and stress ("stress"). On (B)(6) 2017, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary disorders"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced rash ("rash/skin condition\rash/skin condition type: right and front side of belly"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), cystitis ("bladder infection"), urinary tract infection ("uti"), gastrooesophageal reflux disease ("acid reflux"), nausea ("nausea") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved and the female sexual dysfunction, rash, fatigue, cystitis, bladder disorder, urinary tract disorder, vaginal discharge, anxiety, sciatica, irritability, mood swings, memory impairment, stress, urinary tract infection, migraine, weight increased, gastrooesophageal reflux disease, nausea and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, bladder disorder, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, irritability, memory impairment, migraine, mood swings, nausea, pelvic pain, rash, sciatica, stress, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for allergy nos, psychological trauma, bladder infection, bladder problems, urinary problems, vaginal discharge, hormonal imbalance, neurological disorder and fatigue. Current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: the operation was successful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: reporters were added. New events- emotion swings, mood swings, forgetful, stress, uti, migraines / headaches, stomach pain, acid reflux, weight gain were added. Few events were updated from hormonal changes to irritable, psyche injury to anxiety, rashes or skin conditions to right and front side of belly, neurological conditions to sciatica. Lab test was updated from imaging procedure to hsg. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.